Event description:
It was reported that a patient developed severe redness and swelling of the gingival tissue after use of a denture fashioned using lucitone frs material; it is unknown as of this report whether any intervention was required to treat the symptoms. Also, the patient reportedly experienced a reaction when exposed to plastic artificial teeth, but now when exposed to porcelain teeth.

Manufacturer narrative:
The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.